Event description:
It was reported that during implant surgery, the generator was programmed to a custom protocol. But during the final system check, the customized protocol was no longer saved. The programming process was repeated, and the protocol was then successfully displayed as active. At the end of the procedure, all parameters were set to off again, and the programming action was repeated. This time, the configuration was successfully saved. The patient was seen three weeks later, and the scheduled custom protocol was still present but all of the patient's output currents were at 0ma. The patient's seizures have decreased since implant, but the patient is not able to perceive any sensations related to stimulation. The patient's device was then reprogrammed to the desired settings. The device history records for the generator were reviewed. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.